Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the implantable pacing lead (ipl), the lead dislodged. The physician commented the dislodge was due to possibly the lead was not firmly anchored. The ipl was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.